Event description:
The box of' contacts for my left eye have this issue: I placed the contact in eye and immediately everything was quite blurry. Tried a second contact with same result. Checked the packaging against my prescription and it matches. But the contacts arc useless. Attempted a third lime with same result. This time I noticed they seem to be misshapen. They are difficult to hold on the tip of the finger for inserting into the eye, continually falling off the fingertip. I've used this brand, type, and same prescription of contacts for years. These arc highly unusual. I ordered these from costco (order number (B)(4), order date may 26, 2025). The package contains 3 x 30 one-day soft contact lenses with a manufacturing date of december 2023. I'm returning most of the package to costco for refund, bur will save the six individual lenses shown in the attached photo in case you want me to send them to you.